Manufacturer narrative:
This device is marketed as juvéderm volbella with lidocaine in (B)(6). The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported event of edema is addressed in the labeling.

Event description:
Patient reported having been injected with juvéderm volbella xc and juvéderm volift with lidocaine "around the mouth, above the top lip." About a year later, the patient claimed to be "swollen all the time and cannot dissolve the [product]." Patient had been treated with hyaluronidase "numerous times" but the product does not dissolve. Symptoms are ongoing.